Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. (B)(4).

Event description:
It was reported that the patient underwent spinal surgery at l4-5 to treat degenerative disc disease with vb replacements and pedicle screws with rods. Sometime post-op the patient reported falling on ice with subsequent pain in the lower back. CT scan revealed good fusion at both l4 abd l5 and a fracture of the pedicle screw without displacement at l5. The patient underwent revision surgery to have the hardware removed approximately 7 years post-op. No additional patient complications were reported.